Manufacturer narrative:
No patient harm was reported from this event. The device has not been received yet, but is scheduled to be returned for investigation. At the completion of the investigation, or should additional information be provided, a supplemental report will be submitted.

Event description:
As reported, during an esophageal endoscopy procedure, the ezdilate balloon dilator would not deflate. According to the initial reporter, normal use of the dilation balloon was successful at the esophageal level; however, after the end of use, the device would not deflate. The endoscope was removed, and a cut was made at the distal end of the balloon in order to remove the device from the endoscope channel. No patient harm was reported from this event.

Event description:
Additional information was received on (B)(6) 2021 noting that the patient's pre-existing conditions are unknown. However, the patient was a 63 year old male. No other instruments were utilized during this procedure. The procedure was completed using an unspecified balloon device. The balloon was not tied and string was not used to tie the end of the string. The balloon device was inflated up to 20mm. There was no resistance noted when inserting or removing the balloon. However, there was noted resistance while removing the balloon. According to the initial reporter, the balloon device was deflated with a dilation syringe, another 20ml syringe and ultimately cutting it down for removal. The procedure was confirmed to be an therapeutic esophagus dilation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. If additional information become available prior to the conclusion of the investigation, a supplemental report will be provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The root cause could not be determined. The device had a deflated balloon with more crumples on the top half than on the bottom. Because the device had been cut, it is not possible to test and confirm the user¿s report, or potential causes of that report. Olympus will continue to monitor the field performance of this device.